Event description:
Bausch and lomb renu with moisture loc; requested refund online; 2 months later repeated request; after repeated silence I called today. Found their tracking system is on an excel workseet that needs to be "booted." Since my name isn't on that list the process starts now. They send me a form. I fill out and send back with label. They send me a refund. Is this the knid of recall the FDA supoorted. Nearly 3 months and the company is still not dealing fairly with their patients. Thank you for your interest.